Event description:
The catheter not presented resistance during infusions but ruptured in the distal part (outside the vein) during infusion of antibiotic by pump infusion (syringe pump).

Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.